Manufacturer narrative:
(B)(4). Approximate age of device ¿ 1 year and 2 months. (B)(4). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2016. It was reported that the patient was admitted to the hospital in the setting of an elevated lactate dehydrogenase (ldh) level with a subtherapeutic inr of 1.5 after potentially missing 2 doses of coumadin. The patient's peak ldh was 695 u/l, up from a baseline of 170-190 u/l. On (B)(6) 2017, it was reported that the patient's ldh was elevated to the high 900 u/l range. The patient was started on bivalirudin. Since (B)(6) 2017, the patient has had 1+ blood in urinalysis (ua). The patient's ldh elevated to 1012 u/l on (B)(6) 2017, but had downtrended to 675 u/l on (B)(6) 2017. Plasma free hemoglobin was 15.5 mg/dl on (B)(6) 2017 and 13.3 mg/dl on (B)(6) 2017. The patient was tentatively scheduled for a pump exchange on (B)(6) 2017, but a decision was made to hold off with the downtrending ldh on therapeutic bivalirudin. On (B)(6) 2017, it was reported that the patient's ldh level elevated again to 795 u/l today while on increasing doses of bivalirudin with a therapeutic aptt of 75-80 seconds. Patient continued to have 1+ blood in the urine. On (B)(6) 2017, it was reported that the patient's ldh remained elevated to 952 u/l on therapeutic bivalirudin. Patient had 2+ blood in urine. Patient has had intermittent chest pain for the past 2 days with new right bundle branch block overnight. Patient also developed new left arm pain overnight with elevated troponin. On (B)(6) 2017, it was reported that the patient was very unstable overnight with approximately 6 shocks for ventricular tachycardia overnight. The patient received an amiodarone bolus and infusion; then deteriorated in mental status and required intubation. The underwent right heart catheterization and intra-aortic balloon pump insertion. The patient's ldh level was up to 1520 u/l. The patient was taken back to the catheterization lab to assess for potential aortic root thrombus and potential initiation of extracorporeal membrane oxygenation. On (B)(6) 2017 it was reported that the patient's hemodynamics revealed worsening right ventricular function, and the patient was started on flolan as well as low dose levophed for hypotension. The patient remained on amiodarone and lidocaine infusions overnight. The patient remained intubated and sedated with continued runs of non-sustained ventricular tachycardia, but no further episodes of sustained ventricular tachycardia and no further ICD shocks. A transesophageal echocardiography did demonstrate a left coronary cusp thrombus. The CT angiogram showed thrombus extending into the left main artery. Aspiration thrombectomy successful at removing a large burden of clot from vessels, although some aortic root clot remained. Electrically unstable in lab, but stabilized after this intervention. Lvad replacement was being considered. No further information was provided.

Manufacturer narrative:
The device remains in use and was not available for evaluation. A correlation between the device and the reported events could not be conclusively determined through this evaluation. Review of the submitted log file showed normal device operation above the low speed limit with no atypical events captured for the duration of the log file. Hemolysis is listed in the instructions for use (IFU) as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records, including the sterilization and packaging documentation, found no deviations from manufacturing specifications. The patient remains ongoing on heartmate ii lvas and no further events have been reported. The manufacturer is closing the file on this event.

Event description:
Additional information: it was reported that the patient expired on (B)(6) 2017. The patient started to have increased pressor requirement. Map minimally responsive to pressor. Bedside transthoracic echocardiogram showed hypokinetic left ventricle and worsening right ventricle function. Patient's clinical condition continued to deteriorate. He was started on epinephrine. EKG appeared similar to priors. Troponin 26.17 and ck-mb 8.2, but unclear of trend. Lactate of 3.4 for which he was given 2amps of bicarb. Patient's condition was discussed with patient's wife at bedside. Decision was made together to withhold cardiopulmonary resuscitation. The pump will not be returned.